Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading erratically. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began approximately 1 year ago when readings of ¿229 and 159mg/dl¿ were obtained using the subject meter, both readings within 20 minutes of each other. In a related complaint, the patient also reported readings of ¿202 and 148mg/dl¿ also taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. In a further related complaint the patient alleged that the meter displayed an ¿error 5¿ message when attempting to measure her blood glucose. The patient stated that she manages her diabetes with pills, diet and/or exercise, and reportedly continued with her usual dose including sliding scale in response to the alleged issue. The patient reported experiencing symptoms of ¿weak, sweaty and lightheaded¿ in response to the alleged meter issue, however, was unable to specify if the symptoms occurred before or after the meter issue began. The patient stated that she received hcp telephone advice in (B)(6) 2014, to take metformin 500mg and ¿keep checking once per day¿. At the time of troubleshooting, the csr noted that the unit of measure was set correctly, the testing procedure was correct and the test strips were not expired. The csr noted that the patient did not have control solution so was unable to walk through a re-test or resolve the issue. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.